Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced a high blood glucose. Customer¿s blood glucose level at the time of incident was 230 mg/dl. Customer's current blood glucose was 315 mg/dl. The customer alleged the insulin pump was under delivering insulin because customer stated that auto mode was not working. Customer had been using insulin pump system within 48 hours of reported high blood glucose incident. Auto mode feature was activated at the time of incident. Customer was assisted with troubleshooting. Insulin pump will not be returned for analysis.